Event description:
The customer had called regarding a display anomaly. Troubleshooting was done and the customer was instructed to revert to a back up plan per md protocol while resting the pump without batteries. Later on that day, the md reported that the customer was hospitalized for hyperglycemia. It was indicated that the pump did not respond after resting it and inserting new batteries. It was noted that a replacement will be sent. No further details.